Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer's pump battery was depleting too fast. Reportedly, the customer had noticed their battery deplete from 45% to 15% in a 24 hour period. There was no reported adverse impact to the customer's blood glucose level. The customer declined to perform troubleshooting regarding this event. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.